Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During cryoablation at right inferior pulmonary vein (ripv) a polarx catheter was selected for use. The patient experienced diaphragm nerve palsy less than 30 minutes after the start of ablation, during rivp ablation. The patient's condition is unknown. The diaphragmatic nerve palsy was not resolved. The procedure was switched to radio frequency and ablation was conducted using a different non-boston scientific catheter. The device is not expected to return.